Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the anatomy. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet. It was reported that this was a mitraclip procedure treating functional mitral regurgitation (mr), grade 4. One mitraclip was implanted on the mitral valve without reported issue. Residual mr remained so a 2nd clip was attempted. During positioning with the 2nd clip delivery system (cds), the 1st implanted clip (cds (B)(4)) detached from the posterior leaflet and remained attached to the anterior leaflet, a single leaflet device attachment (slda). Reportedly, there was no contact between the implanted clip and the second cds. The 2nd clip was implanted in a position to stabilize the first detached clip. The final mr remained grade 4. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated, and a definitive cause for the reported single leaflet device attachment (slda) could not be determined. It is possible that the previous surgeries contributed to the slda; however, this cannot be definitively confirmed. The reported mitral regurgitation (mr) was likely a result of the slda. The reported additional therapy/non-surgical treatment was a result of case-specific circumstances as the second clip was deployed in a position to stabilize the detached clip. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.